Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer inspected the imaging system and confirmed the issue was resolved on the original call. The system was functioning as intended. No parts were replaced.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that while booting up the system, the image acquisition system (ias) pendant stayed on the 'system initializing" screen. After waiting for a few minutes the system was restarted. Upon restart, the mobile view station (mvs) displayed an error message. The ias pendant showed an mvs system error with reboot required. The cable was disconnected and both systems were turned off. After 30 seconds the systems were restarted and then the interconnect cable was reconnected. The system initialized without issue. There was no patient present when this issue was identified.